Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is in good condition.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery there was a breakage of the depth gauge for multilock at the end of the connecting screw. The multilock nail remains in the patient. There were no reports of a surgical delay. This report is for 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation of the complained connecting screw has shown that the thread tip is indeed broken off. Unfortunately we are not able to determine the exact cause which has led to this breakage. It is likely that far too much mechanical force (not aligned / positioned accordingly / lateral force) has been applied and resulted in the damage of the tip. Our investigation of the complained depth gauge has shown that the tip is bent and the welding seam is broken off. The device is not complete. The sleeve is not received for evaluation. Unfortunately we are not able to determine the exact cause which has led to this damage. It is likely that a mechanical overload situation during the using lead to the deformation / breakage. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.